Event description:
It was reported that the patient had a delay in sensing a vt due to events falling into ventricular blanking and ventricular paced refractory period. Technical services recommended to reprogram the v pace refractory parameters, however physician did not wish to change any parameters and decided to continue monitoring the patient. Device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.